Manufacturer narrative:
Corrected date of images and added relevant patient history.

Event description:
On (B)(6) 2016, a patient was treated for an abdominal aortic aneurysm with several gore® excluder® aaa endoprostheses. Images dated (B)(6) 2016 reveal a type ii endoleak as well as a fistula between the ivc and the aorta. There is no reported aneurysm growth. The physician has not planned an intervention.

Manufacturer narrative:
Lot: UDI (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to fistula.

Event description:
On (B)(6) 2016, a patient was treated for an abdominal aortic aneurysm with several gore® excluder® aaa endoprostheses. Images dated (B)(6) 2016 reveal a type ii endoleak as well as a fistula between the ivc and the aorta. There is no reported aneurysm growth. The physician has not planned an intervention.